Event description:
An 8f angio-seal sts plus was deployed in a puncture of the left common femoral artery, distal to the inguinal ligament, and hemostasis was achieved. The patient's blood pressure dropped and vagal bradycardia was confirmed. Atropine was administered, and pressure was restored. Forty-five minutes later the patient's blood pressure again dropped and a red cell concentrate mannitol adenine phosphate and plasma transfusion were administered. The patient's hemoglobin level dropped and resulted in the reduction in blood pressure. A retroperitoneal hematoma was revealed by a CT. The patient expired.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures.